Event description:
Patient's parent called to report that the pt's pump spontaneously stops delivering insulin. The pump will be operating properly without any alarms or malfunctions, and then pt's blood glucose level will rise dramatically. When they disconnect from the pump to bolus/prime, insulin does not come out. If they change the cartridge and tubing, the pump operates properly for a period of time and then the sequence of events is repeated. The alarm history was reviewed and there were no alarms in the past two weeks. The pump has new batteries. May be user error.